Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 583 mg/dl at the time of the incident. The customer was at 148 mg/dl at the time of the call. The customer used manual injections and an old pump and was given intravenous fluids to treat. The customer experienced symptoms such as a headache and dehydration. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer has been having sensor glucose versus blood glucose differences. Troubleshooting was completed and the customer will monitor the situation. The insulin pump will not be returned for analysis.